Event description:
First valve was implanted and believed to be defective. Valve was then explanted and a different type of valve was implanted.patient history of shunted hydrocephalus and tuberous sclerosis, who presents with progressive lethargy and an enlarged ventricular system consistent with a ventriculoperitoneal shunt malfunction. Because patient had neurologic change, brought to the operating room for a shunt revision.surgeon initially attempted a medium low-pressure hakim fixed pressure valve similar to the patient's initial shunt valve but once fixed, we had very poor flow through this valve as well. To this end, surgeon was concerned that this was a poorly-functioning valve, and replaced it with a strata valve set at 1.5. This had excellent distal flow through the valve itself. This valve was connected to the existing shunt system, and all connections were secured with 2-0 silk ties.